Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 100ml bag containing regular insulin 100 units with sodium chloride 0.9% was infusing at 1unit/hr. The customer alleges the device went into free flow, infusing 100ml in sixty (60) minutes. The infusion was programmed manually using guardrails; the tubing set was ref # (B)(4). The patient's blood sugar level reportedly dropped to 39mg/dl. Patient was given 1 ampule of dextrose 50% per report, which brought up the blood sugar level to 141mg/dl.

Event description:
It was reported that a 100ml bag containing regular insulin 100 units with sodium chloride 0.9% was infusing at 1unit/hr. The customer alleges the device went into free flow, infusing 100ml in sixty (60) minutes. The infusion was programmed manually using guardrails; the tubing set was ref # (B)(4). The patient's blood sugar level reportedly dropped to 39mg/dl. Patient was given 1 ampule of dextrose 50% per report, which brough up the blood sugar level to 141mg/dl.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the suspect pump module exhibiting free flow was confirmed during laboratory testing, however the issue was not confirmed from the log analysis. Inspection of the suspect pump module s/n (B)(6) found the patient side occluder was damaged. During testing, the device exhibited unregulated flow. The device¿s bezel was temporarily replaced with a known-good part. Timed rate accuracy testing found the device to be slightly under infusing. The device was calibrated, and a post calibration rate accuracy test was performed. The results showed the pump was infusing within acceptable specifications. The retrieved associated device logs showed on 22jan2025 at 4:03 pm, an infusion of insulin was programmed and started on the suspect pump module s/n (B)(6). The infusion was programmed at a rate of 2 ml/h and a volume to be infused (vtbi) of 2 ml. At 5:06 pm, after the infusion was completed, the dose was changed to 1 unit/h, changing the rate to 1 ml/h, and the vtbi was modified to 1 ml. The infusion was completed at 6:07 pm. Between 6:12 pm and 7:13 pm, two 60-minute delays were programmed before the infusion was started again at 8:10 pm and finished at 9:10 pm. The infusion was then paused at 10:04 pm and was followed by multiple delays between 10:04 pm and 1:27 am the next day (23jan2025). On 23jan2025 at 1:28 am, there was an attempt to change the dose to 100 units/h and then to 50 units/h, triggering a guardrails hard limit twice. The vtbi was changed to 10 ml. At 1:30 am, the previous delay was canceled and the infusion started. One (1) minute later, two (2) safety clamp open alarms were observed, followed by a door closed alarm, and the infusion was restarted. The unit was channeled off at 1:32 am and was removed a minute after, at 1:33 am. The total volume infused (tvi) for the period between 22jan2025 at 4:03 pm and 23jan2025 at 1:33 am was recorded at 5.089 ml. It was noted that the suspect pump module s/n (B)(6) was not in use during the reported incident time of 2:34 am. The system was powered off on 23jan2025 at 8:31 am. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Despite the identification of a third-party part, it was not found to be a contributing factor to the reported event. Root cause: the root cause of the report that the pump module had free flowed insulin can be attributed to a broken patient side occluder finger observed on the pump module¿s pumping mechanism assembly. The probable cause of the pump module occluder finger damage can be attributed to an unknown physical impact scenario. Note that this report lists imdrf annex a040506, a040502, a0404, a1801, g02017, g0405203, g04037, g0301201, g0204002. C07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Additional information: imdrf annex g code. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 100ml bag containing regular insulin 100 units with sodium chloride 0.9% was infusing at 1unit/hr. The customer alleges the device went into free flow, infusing 100ml in sixty (60) minutes. The infusion was programmed manually using guardrails; the tubing set was ref # (B)(4). The patient's blood sugar level reportedly dropped to 39mg/dl. Patient was given 1 ampule of dextrose 50% per report, which brough up the blood sugar level to 141mg/dl.